Manufacturer narrative:
(B)(4). The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. It should be noted that the nc traveler rx, instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat restenosis in an eccentric lesion in the non-tortuous, moderately calcified, 90% stenosed area between the proximal left anterior descending coronary artery and the left main coronary artery. A 4.0 x 15 mm nc traveler balloon dilatation catheter (bdc) was selected for the procedure. There was no resistance noted during the removal of the protective sheath. The bdc was prepped (air aspiration) inside the anatomy prior to use. The bdc was advanced with no resistance to the lesion and crossed. The balloon was inflated to 16 atmospheres, on the second inflation attempt the balloon would not inflate and contrast was observed escaping from the balloon under fluoro indicating that the balloon had ruptured. The bdc was replaced with a 4.0 x15 mm non-abbott bdc to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.